Event description:
It was reported that review of a pacer-dependent patients remote transmission trends revealed increasing right ventricular pacing lead impedance. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.